Event description:
Every night, contacts are put into a peroxide solution with a neutralizing tablet. The tablet is intended to dissolve & neutralize the peroxide so the lenses are safe for wearing. In this case, the tablet did not dissolve. A 2nd set of contacts, cleaned & prepared simultaneously, were ok with the same lot.